Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, information received indicates the grounding pad was placed on a hairy patient with no skin preparation. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. The cause of the patient burn is consistent with improper preparation and placement of the grounding pad. The product IFU contains a warning statement ¿avoid placement over scars, bony prominences, prosthesis, hair, or ECG electrodes. Failure to achieve good skin contact by the entire surface of the grounding pad may result in significant electrosurgical burns at the pad location¿.

Event description:
During a cervical ablation procedure, a patient burn occurred. The grounding pad was applied to the back of the upper arm on a somewhat hairy patient. No skin preparation was performed prior to placing the pad and there was good adherence with no lifted edges or wrinkles. When the grounding pad was removed the skin was noted to be slightly reddened with tiny blisters, for which no intervention was required. There were no performance issues with any sjm device during the procedure.